Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial = 2.1 and repeat = 1.0. Several changes in medications (no adjustment to coumadin).